Manufacturer narrative:
Per user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the contact increased the pump basal rate, carbohydrate ratio and bolus rate settings, customer's bg level lowered (48 mg/dl). Customer's parent assisted the customer by providing juice and carbohydrates to address bg. Contact also reported that the pump time/date were incorrect due to use error. Tandem technical support assisted contact with correcting time/date setting. Tandem territory manager assisted contact with lowering the basal rate, carbohydrate ratio and bolus rate settings. Upon follow up, contact reported customer had not experienced further low bg levels.